Event description:
It was reported that the healthcare professional (hcp) requested review of device data to confirm device operation of this pacemaker. Upon review of device data, technical services (ts) discussed that the episode showed premature atrial contractions (pac) falling into the post-ventricular atrial refractory period (pvarp). Shortly, atrial pacing was delivered and ts noted this could likely be functional con capture. A couple of undersensed atrial events were observed. Reprogramming options were discussed. No adverse patient effects were reported. This device remains in service.